Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer changed the battery and the alarm recurred. The customer was attempting to calibrate the sensor and the numbers on the display continued going up without input. The blood glucose reading was 165 mg/dl. The customer reported that the insulin pump had gotten wet. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.